Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent low flow alarms and already had low flow software. The patient was asymptomatic except worsening right ventricle (rv) failure symptoms. The patient was admitted to the hospital. Log files were sent for review. The log files captured low flow events on 07apr2026. There also were several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when the pusatility index (pi) was elevated.